Event description:
Reporter alleged, the customer obtained a result of 520 mg/dl on his aviva system while experiencing hypoglycemic symptoms. Reporter stated, the customer obtained another high reading on another meter and took 6 units of novolog insulin. Reporter stated within 20 minutes, the customer felt hypoglycemic symptoms, obtained a low reading and was treated with a "glucose gun". No other actions were reported taken or treated received. Upon verification from the manufacturer's batch records the expiration date is actually 12/31/2008 while the customer reported it being 01/31/2009. A request was made for the return of the suspect device and replacement product was sent.